Event description:
It was reported, an ncircle tipless stone extractor¿s outer support sheath kinked near the handle on the protection sheath. The device was unable to open and close during a transurethral lithotripsy (tul) procedure while attempting to remove a renal stone. The procedure was completed by using another unspecified device. It is unknown whether the device was inspected before use, tested in different positions, functioned properly, used with a scope, the scope¿s channel size, stone size, laser usage, patient anatomy impact, use of other devices, device orientation, number of stones captured before failure, any part separation, or if the patient was under anesthesia. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
G4: PMA/510(k) #: exempt. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.